Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a revision procedure due to lead dislodgement. The lead was explanted and replaced with competitive product. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found the lead to be only partially returned with the insulation severed at 115mm from the terminal pin and coils extending 27mm past the insulation. Further inspection noted pinching and tears in the insulation as well as deformed coils. Limited tests were performed on the lead due to its condition. Laboratory testing was unable to determine the cause of dislodgement and noted the damage to the lead was likely induced during the explant procedure.